Event description:
According to the information received, during the procedure, operation was going fine. During cutting the polyp, there was a flash inside the patient and the loop unexpectedly disintegrated whilst in use, fragments embedded into the uterus wall. Some fragments were recovered. X-ray was taken. The patient will possibly have to have more surgery to fully remove fragments. Autocon iii on settings 2 con and 2 cut, uh801 bipolar cable use, with 4 uses left.

Manufacturer narrative:
The device in question was returned to manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The following concomitant medical products was returned on (B)(6) 2025: (B)(6) - bipolar high frequency cord, 400 cm. (B)(6) - hopkins telescope 0°, 2.9 mm, 30 cm (sn: (B)(6)). (B)(6) - resectoscope sheath, 15 fr. (Lot: nn03). (B)(6) - inner sheath f. Resect. Sheath, 15 fr. (Lot: nn02). (B)(6) - telescope bridge (lot: zo01). (B)(6) - standard obturator (lot: zo02). (B)(6) - working element (lot: zo02). (B)(6) - fiber optic light cable, 230cm, ø2.5mm (lot: zp17). The event is filed under internal karl storz complaint ID: (B)(4).